Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrhythmia cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2021, while in rehab, the patient had a run of sustained ventricular tachycardia during the evening. The patient was asymptomatic with stable ventricular assist device (vad) parameters and was already on an amiodarone regimen. The vad team recommended intravenous lopressor, which reverted to the patient back to baseline rhythm on 17feb2021. The patient was later seen in the clinic for further evaluation and remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 19jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while in rehab, the patient had a run of sustained ventricular tachycardia during the night. Patient was asymptomatic, lvad parameters were stable. The patient was already on amiodarone. Lvad team called and recommended one IV lopressor. Patient reverted to baseline rhythm after IV lopressor.